Manufacturer narrative:
A3b: gender: n/a. D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual sample was unavailable at the time. Instead, the branch provided a reference photo of the proximal hub of the IV catheter. The proximal hub was connected to the infusion set wherein the catheter tube was broken at the hub tip. The catheter hub had traces of red fluid that appeared to be blood. The breakage point's condition cannot be confirmed through the photo. The lot number is unknown, an evaluation was not performed. Associates assigned specific roles in the manufacturing process are required to complete training and obtain qualifications. The sr-reported item was manufactured on a semi-automated production line operating under validated parameters. During the manufacturing process, the catheter tube is placed onto the bobbin for cutting. A guide is utilized to align the catheter tube within the chuck. The chuck, or tube holder, is constructed from silicone rubber to prevent damage to the tube. The catheter and needle assembly from the reported lot were put together using sr4 machine 4. Here, the cleaned catheter assembly was set up for manual placement on the preparation table. The catheter loading indicator light turns off when the catheter assembly is detected. During in-process inspections, the catheter tube and hub are tested for peak tensile force as a part of the functional tests performed each shift. This is in accordance with the iso 10555-1 standard for finished products, which requires that the catheter tube either separates from the hub or breaks at a minimum force of 10 newtons, per iso, and exceeds 14.71n according to tpc's internal standards. A sequence of inspections is integrated into our sr production process to ensure that any defects contributing to complaints are identified and addressed. This includes examining damaged or deformed catheter tubes with a 10x magnification loupe under an overhead lamp, with defective parts being segregated and discarded. Dummy checks are carried out during each shift at the visual inspection stage to assess and enhance the inspectors' ability to detect flaws. Prior to shipment, an outgoing inspection and testing phase is conducted to verify product quality. Only items that pass this inspection are approved for shipment. The catheter tube consists of radiopaque ethylene tetrafluoroethylene (etfe) and is subject to inspection, including visual inspection and verification of certificate of analysis according to the material specification. Over the past two fiscal years up to the present, we have received a total of thirty (30) complaints regarding a recurring issue, which was not determined to be associated with our product or manufacturing process. There is no evidence of a pre-existing defect in the device associated with the materials or manufacturing process. No issues were reported with the product upon insertion into the vein or throughout the 12-day usage period, suggesting the device functioned correctly. Our routine inspections assess the condition of our products, and an outgoing inspection is conducted before shipment to guarantee the catheters' quality. Thus, our process is secure, and the complaint does not pertain to our manufacturing process. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical received an FDA medwatch report. The user facility reported that the involved 20-gauge surflow IV catheter was inserted by an ed provider with ultrasound guidance on (B)(6) 2024. The IV was removed by a nurse on (B)(6) 2024, and it was noted that part of the catheter's tip was missing. An emergency ultrasound revealed the tip in the left antecubital area, which was subsequently removed via an ir procedure on (B)(6) 2024. The serial number provided corresponds to a box of similar catheters, not the specific box from which the affected catheter originated. This number may represent the lot number. The event results did result in patient injury and medical/surgical intervention was needed. The event occurred intra-operative. Additional information was received on 11 june 2024: the patient has recovered well. However, the catheter tip could not be located during the ir procedure or subsequent surgery, leading to the ligation of the vein to prevent further migration of the tip.